Manufacturer narrative:
Section d4: primary UDI number corrected. Section d5: operator of device corrected. Section h6: health effect - impact code corrected. Section g4: there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Sections h5 and h8: corrected. Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm on the power module was unable to be confirmed. The power module (pm) (serial number: (B)(6)) was returned for analysis to the service depot and was evaluated and tested on (B)(6) 2024. The reported event was not reproduced, and the power module was able to successfully support a mock circulatory loop for an extended period without alarms. Maintenance was performed, and the power module was returned to the customer. A root cause for the reported event was unable to be conclusively determined through this analysis. Incidental findings: the left ventricular assist device (lvad) molex connector was not fully plugged in. The device history records were reviewed and the records revealed the power module (serial #: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate power module instructions for use (IFU) under section 5.0 ¿power module (pm) alarm conditions¿ cover all power module alarms and the actions to take when an alarm occurs. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. Heartmate 3 patient handbook section 6 ¿ ¿caring for the equipment¿ explains how to care for and clean all equipment, including the power module. Additionally, section 10 ¿ ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that after replacing the streamline cable and power module battery, the unit was still giving a yellow wrench alarm and audibly alarming. The product was to be returned for repair.

Manufacturer narrative:
A1-a6: no patient involved. D4: lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.